Manufacturer narrative:
Medtronic rep cleared all presets in the plan task and then could not replicate issue. System performed properly. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Event description:
A medtronic rep reported while running synergy cranial 2.1.5 software on the s7 navigation system, it would exit during a biopsy procedure. He was trying to setup the system during an eval; no pt present. When he got to the plan task, the software would exit and he could not proceed. He confirmed that this would only happen in the biopsy procedure.